Event description:
During a transvaginal urological procedure, heated saline dripping out of the transvaginal incision ended up burning the patient's peripheral vaginal tissue. As a result the physician removed the burnt tissue.

Event description:
During a transvaginal urological procedure, heated saline dripping out of the transvaginal incision ended up burning the pt's periheral vaginal tissue. As a result the physician removed the burnt tissue.